Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is unable to set the system into MRI mode due to high impedances on one of the leads. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedances.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scslead, model:3186, UDI:(B)(4), serial:(B)(6), batch: a000112918. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.